Event description:
Fresenius medical care canada, inc. Reported that there was excessive ultrafiltration (uf) rate during the first two hours of a hemodialysis treatment. Uf goal was 2,400 for 4 hrs. Using uf profile #2. Starting uf rate was 1500 which was higher than expected. Uf goal was reached within 2 hrs. The patient was weighed and was at dry weight. Treatment was completed wtih the uf off. There was no serious injury or illness.